Event description:
During routine cardiopulmonary bypass (approx. 5 minutes after initiation) blood leadage noted around venous inlet of oxygenator.examination of inlet revealed failed seam in venous outlet and venous connector cracked circumferentially 180 digree.